Event description:
It was reported that a spectrum pump turned off when disconnected. This occurred upon power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿turn off when is disconnected¿ was reproduced. A review of the event history log revealed improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pin and the cause of the depressed/jammed pin, unable to rebound as designed. The depressed battery pin contact on the rear case resulted in improper contact with the battery. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.